Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reiterated lead issue. They reported that they had to remove the implantable neurostimulator (ins) and put a new one in. They moved it up their back a little bit. Pt said they lost weight and did not know if weight loss had much to do with it but the device was moving around, so they moved it. Pt reported it did not feel good to have the paddle against the incision and pt was not in a big hurry to charge at the beginning. Pt reported it still hurts and it is still very sore where the incision is.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient related to the previously reported issue. The patient was again seeing the settings not available screen on all groups, and is at 0.1v and wont let them increase it. The patient says this been happening "for a little while" and later narrowed it down to "several months ago". The patient was instructed to reset the controller but this didn't fix the issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported they have resolved the issue. Patient's controller is working fine. [See pe 704188077 for details pertaining to rm03 event].

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was stated that the patient¿s controller was not letting them adjust the intensity. They stated that when trying to increase, they got the settings not available message which started the latter part of the last week. Patient services asked, and the patient had not had any recent programming. The patient stated that they were on group a during the call and when they changed to group b they were able to go down in intensity, but when they tried to increase they saw the settings not available again. The patient then changed to group c and reported they were able to increase settings on group c. Patient services reviewed to use that group in the meantime and they were redirected to follow-up with their healthcare provider (hcp) to request a manufacturer representative (rep) to meet with them to check their settings. The patient mentioned that they had an appointment in (B)(6). The event occurred in (B)(6) 2020. No further complications were reported/anticipated. Additional information was received from the patient. They reported some of the same information previously reported / documented. They mentioned that when using group c, the ins was using a lot less charge, but they also had more pain in the legs. It was noted this pain was the pain they got the device for. The patient switched to group a and was able to turn stimulation back up to 4.0, which was their normal setting. The patient requested a rep be present at their appointment on (B)(6) 2020. They were redirected to their doctor to have an appointment with the rep scheduled. No further complications were reported or anticipated. Additional information was received from a patient. It was reported that the rep had found that "one of my leads had come loose at that time so they reprogrammed it and they said thank god I had two leads so we could use the other one". She confirmed this is what she was talking about when she called us previously and says she then saw the rep "and he did something and then I was able to get back on track".